Manufacturer narrative:
Follow-up # 2 - device evaluation: the lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On june 29, 2015, the lay-user/patient contacted lifescan (lfs) canada, alleging that his onetouch verio iq meter read inaccurately high compared to another device (contour). The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter inaccuracy began on (B)(6) 2015 between 10:30 and 11:30am. The patient reported obtaining blood glucose readings of ¿6.7 mmol/l¿ with the subject meter and ¿2.9 mmol/l¿ on the other device. The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. It is not known what medication, if any, the patient takes to manage his diabetes or if the patient took any action in regards to his normal diabetes management as a result of the alleged issue. However, the patient claimed that a couple of minutes prior to when the alleged issue started, he developed symptoms of ¿sweating, trembling and blurred vison¿. The patient denied receiving any medical treatment. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Follow-up # 1 ¿ (07/29/2015) correction. The following product analysis should have been included with the original MDR submission. The lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.